Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a blood glucose (bg) value of 308 (mg/dl) and a carbohydrates value of 39 grams and the pump recommended a bolus request that was larger than expected. Reportedly, the customer did not deliver the bolus request. Review of the pump data logs by tandem technical support showed that based on the customer's profile settings, the recommended bolus request was accurate. The contact understood the information and reported that the customer did not have an elevated bg level at the time of the reported event. Reportedly, the bg value of "308" had been entered in error, as the customer's bg level was 208 mg/dl at the time of the event. Subsequently, the contact confirmed that an adverse event did not occur from the bolus request.